Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported unit has blank display. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician re-seated the display cable and calibrated the touchscreen to address the reported problem. The unit successfully passed the required performance verification test.